Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. She has no continuous auditory impression.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device was affected. She had no continuous auditory impression. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. She had no continuous auditory impression. The user has been re-implanted with a new device.